Manufacturer narrative:
The gore® tag® thoracic branch endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include but are not limited to deployment events: deployment difficulties. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, the patient was implanted with a gore® tag® thoracic branch endoprosthesis aortic extender in the ascending aorta to cover the distal anastomosis from a previous coronary artery bypass graft open repair. Reportedly the coronary artery bypass open repair occurred approximately a month ago. The proximal lumen of the artery diameter was 24-26 mm and the distal lumen of the artery diameter was 10 mm. The distal area was causing a stricture in the artery. It was reported that after the gore® tag® thoracic branch endoprosthesis aortic extender was deployed, there was some resistance in removing the delivery catheter. Some force was used to remove the delivery catheter and while doing so the graft was pulled down approximately 5 to 6 mm. This caused partial coverage of the innominate artery. The physician chose to use a bare metal stent in this area. The bare metal stent was deployed in the innominate artery going into the right common carotid artery, due to the innominate artery being short (2 cm). The patient tolerated the procedure. It is unknown what caused the device to move after deployment. The olive may have caught on the edge of the stent.